Manufacturer narrative:
Analysis of the pump ((B)(4)) found gear train anomalies of stall due to shaft-bearing and corrosion and/or wear and/or lubrication. Analysis also found overinfusion due to an undetermined root cause. This pump is being analyzed according to an approved deviation of the rpa work instructions for smii pumps ((B)(4)). During (B)(4) testing, the pump was found to be over infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). As received the pump reservoir has 1 ml of fluid in it and was in the simple continuous infusion mode. Pump logs gathered and multiple motor stall and motor stall recoveries seen. During dispense accuracy testing pump did exhibit an over infusion during the 300 ul/day testing. During the 1000 ul/day dispense testing the pump stalled. Because the pump stalled the rest of the deviation testing could not be performed. Destructive analysis found that the upper shaft of gear 2 was worn. The previously reported conclusion code no longer applies to this event.

Event description:
Additional information received reported that the pump was explanted on (B)(6) 2015. No electromagnetic interference (emi) was present. The pump was being used to deliver lioresal.

Event description:
It was reported the patient heard an alarm coming from their pump on saturday night. The alarm occurred every hour for approximately 5 hours, then stopped alarming. On monday, the patient went to their healthcare professional (hcp) for reassurance. The hcp interrogated the pump with a clinician programmer, and logs revealed there had been a motor stall for 5 hours and then recovered spontaneously. It was noted this was the 4th occurrence of "weird motor stall in this centre". There were no reported symptoms. The pump was used to deliver baclofen (unknown). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).